Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent open reduction internal fixation (orif) surgery for the metacarpal fracture of the fourth finger of the right hand with variable angle (va) locking hand system. After inserting two unknown cortex screws, the surgeon inserted the first unknown locking screw. When the surgeon tried inserting the second unknown locking screw, the stardrive screwdriver shaft did not engage with the screw head because the bit of the shaft was broken as if it were wrenched off. The fragment was found in the head of the first locking screw and removed. The surgery was completed successfully by using another shaft with a 30-minute surgical delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown cortex screws (part# unknown, lot# unknown, quantity# 2), unknown locking screws (part# unknown, lot# unknown, quantity# 2). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. DHR review for part number 03.130.010 synthes lot number: h082496 release to warehouse date: 15-sep-2016 supplier: universal punch. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncrs were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: broken. Visual inspection: the returned screw driver was visually inspected at customer quality and the distal tip was observed broken. The breakage appeared oblique leaving out the sharp edges at the broken region. Furthermore significant twisting was observed at the region adjacent to broken tip. The broken tip portions were not returned. No further issues were identified. The returned device condition is consistent with the reported condition. Therefore, the complaint condition was confirmed. Dimensional inspection: dimensional analysis was not performed as the relevant broken portions were not returned. Furthermore, with the fracture pattern identified accurate dimensional analysis on the relevant broken shaft portion was not able to be obtained. Document/specification review: the following drawing(s) was reviewed; stardrive screwdriver shaft t4, self-retaining hex coupling: review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed as the stardrive screwdriver was received with distal tip broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.